Event description:
It was reported that the right ventricular lead exhibited high pacing impedance. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, only a distal portion of the lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage.

Event description:
New information received indicates that the patient's right ventricular (rv) lead was explanted. No further information was provided.